Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was taken to the hospital by the paramedics due to low blood glucose levels of 20 mg/dl. Troubleshooting was performed, and the insulin pump passed the displacement test. Found that the customer had delivered a bolus of 10 units prior to the event. The customer did not remember taking this bolus, but stated that he may have accidentally programmed it by mistake. Nothing further was reported.